Event description:
Rptr was driving when he felt a bad pain on the left side radiating into the right hip and leg. Rptr went to the ER and dr found the broken rod on the left. Implant reported as 9/14/92.